Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. The customer declined assistance from tandem customer technical support regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.